Event description:
It was reported that patients leads were damaged by the physician during si injection. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7082149.

Event description:
It was reported that patients leads were damaged by the physician during si injection. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility.